Manufacturer narrative:
Philips has investigated this complaint. Philips has confirmed with the customer that the elective cardiac arrhythmia treatment was completed after a delay of 30 minutes. Philips has inspected the system on site and analyzed the system log files but no exact root cause could be confirmed. The issue could not be reproduced. The most likely cause was a software error or a corrupted disk. Philips replaced the disk drive and reinstalled the software. The system was returned to use in good working order, with no reoccurrence of the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is completed a follow-up will be sent to the FDA.

Event description:
It was reported to philips that the system froze during treatment and multiple reboots were needed to regain functionality of the system. No harm to the patient or user was reported. Philips has started an investigation of this complaint